Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast oncology case, a staff member was cleaning the device and reported the coating on the device tip was peeling and sticking to the wet lap. There was no reported impact to the patient.

Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: approximately two hours into the case, the cut function stopped producing any tissue effect and the coag function was weak. During cleaning the coating was flaking off and sticking to the wet lap. Nothing fell into the patient. There was no tissue buildup around the blade. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: ¿ device name: plasmablade¿ 3.0s ¿ product number: ps210-030s ¿ lot number: 0211057097 ¿ expiration date: 25-apr-2019 ¿ quantity returned: 1 visual inspection: testing performed: ¿ device packaging inspection: ¿ one returned plasmablade¿ 3.0s device with locking mechanism received inside a plastic mailer envelope within a biohazard bag with no packaging to fill the negative space. ¿ there is a product return discrepancy as the device information does not match the populated pli information listed within gch, therefore it is neither possible to confirm the device information against the information listed within gch nor confirm the device that was sent back as the reported complaint device. ¿ display box returned; the lot number and product number have been crossed out with a black sharpie marker. The lot number is still visible and is listed as: product name: plasmablade¿ 3.0s - product number: ps210-030s - lot number: # 0211488436 ¿ the tyvek® lid was returned; the device information is listed as: product name: plasmablade¿ 3.0s - product number: ps210-030s - lot number: # 0211488436 ¿ the eeprom verification reader was utilized to obtain the device information and is listed as: handpiece type: plasmablade¿ 3.0s - lot number: # 0211488436 ¿ no paperwork was provided. ¿ device visual inspection: ¿ the device is used with blood on handle, nose, finger grip and electrode. ¿ there is blood and other biological fluids present along the inner shaft. ¿ the suction tubing contains dried blood inside the tubing. ¿ the electrode insulation coating is damaged, peeling and scratched, which visually relates to the reported complaint description, figure # 1 thru figure # 4. ¿ additionally, the heat shrink is damaged, scratched and slightly melted, with an accumulation of excessive eschar buildup on the e lectrode and inside the heat shrink, which is consistent with the improper cleaning of the device with an abrasive material such as a scratch pad, figure # 1 and figure # 4. ¿ the suction opening is clogged with excessive tissue and coagulum buildup, figure # 5, figure # 6. ¿ the damage to the electrode insulation coating and heat shrink renders the device inoperable, unsafe for use and impedes functional inspection for the reported complaint of weak cut and coag. ¿ the flaking of the electrode insulation coating creates areas of exposed metal which can cause diminished device performance. Insufficient cleaning and use can contribute to this failure mode. Functional inspection: the functional inspection portion of this complaint was not performed due to the damage of the electrode insulation coating and heat shrink. Lhr review: a review of the lhr for lot # 0211057097 revealed there were no problems during manufacturing that can be associated with the reported complaint description. A review of the lhr for lot # 0211488436 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: the reported issue contained within gch was visually confirmed within the laboratory environment. Insufficient cleaning of the electrode during use can create tissue and coagulum buildup on the electrode and inside the heat shrink. When this occurs, the rf energy path may be altered such that the energy is directed to the tissue on the electrode, rather than to the patient; it is probable the heat shrink will degrade. This complaint will be tracked and trended in gch. Reference documents: ¿ 42-10-1020 rev. H - work instructions for complaint investigations - disposable devices ¿ 31-10-1369 rev. K - product specification and quality plan - plasmablade¿ 3.0 ¿ 70-10-1452 rev. B - peak plasmablade¿ 3.0s ¿ locking mechanism ¿ IFU ¿ 61-10-0017 rev. H - device button tactile test procedure test equipment: the functional inspection portion of this complaint was not performed, therefore, there was no test equipment was utilized.

Event description:
During a breast oncology case, a staff member was cleaning the device and reported the coating on the device tip was peeling and sticking to the wet lap. There was no reported impact to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.